Manufacturer narrative:
Add'l 510(k): k120955. Us reporting agent notified on (B)(4) 2014. MFR site eval: eval on-going at mfg site.

Event description:
Country of complaint: (B)(6). Kinetically medially active pt underwent re-operation (B)(6) 2012 due to mechanical failure and total insufficiency of lateral ligaments. Primary implants were changed to enduro. Nine months later, pt experienced rupturing of the knee joint during walking. Fracture of the rotary tibial plug in the place of the hinge ring of the femoral component was confirmed during revision surgery on (B)(6) 2013. Pt experienced breakage of the rotary tibial plug in the hinge ring 8 months after this revision surgery. Second revision surgery took place on (B)(6) 2014. It was found during this operation that there was a fracture of the rotary tibial plug in the place of crossing of the plug and a screw thread of the safety nut. During the surgery, it was noted that there were damages (impressions) of the metal femoral component in the place of the arch of crossing of the femoral box and femoral-paternally sulk.